Event description:
It was reported that a patient presented to clinic and remote monitoring, the right ventricle (rv) exhibited noise over sensing which had led to brief pacing inhibition. The physician decided to cap the lead on (B)(6) 2025 and replaced with a new rv lead. The patient had no consequences throughout the procedure.